Event description:
It was reported that on (B)(6) 2009: the patient presented with a preoperative diagnosis of lumbar foraminal and spinal stenosis at l5-s1 bilaterally. The patient presented for the following procedures: 1. Lumbar laminectomy, foraminotomy and facetectomy at l5-s1 bilaterally; 2. Instrumentation and fusion at l5-s1; 3. Fusion from t9-l1. Per the op notes, local bone, bone bank bone, and rhbmp-2/acs and mastergraft was used over the posterior elements for fusion and at l5-s1 and within the hooks as described at t9-l1. It was reported that the surgery lasted longer than 5.5 hours. No further complications were reported. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation. The severe, painful, and debilitating complications which marked the patient's post-operative period continue to present day and will likely continue into the foreseeable future.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009, patient underwent spinal fusion surgery from t9 to l1 and l5-s1, lumbar laminectomy, foraminotomy and facetectomy at l5-s1 bilaterally in which rhbmp-2 was used. Per-op notes: the tips of the transverse processes and the l5-s1 facet joints subperiosteally stripped out to the ala of the sacrum and the tip of the transverse processes of l5 bilaterally. Hooks were placed on the left hand side over t9, t10 as a claw, and over t12 and l1 as a claw inferiorly on the left hand side, and compression was applied with the rod at these levels. A distraction rod was placed on the right hand side with a pedicle hook underneath the pedicle at t9, pressing up, and underneath the laminar arch of l1 pressing down. The facet joints at l5-s1 were decorticated bilaterally as was the transverse processes and the ala of the sacrum, and using a bone awl, 40 millimeter 6.5 screws were placed into the pedicles at l5 bilaterally and s1 bilaterally. X-rays were taken to verify position and alignment of the hooks and the screws. The right l5 screw was noted to be too superior to the pedicle, and this had to be replaced. Repeat x-rays verified position of the screws. Copious irrigation of the wound was performed. Hemostasis was obtained by the means of electrocautery bovie. There was not gelfoam used in conjunction with the cell saver. Local bone, bone bank bone, and bone morphogenic protein in terms of bone graft matrix was used over the posterior elements for fusion and at l5-s1 in the posterolateral gutters. Rods were secured to the heads of the screws at l5-s1 and within the hooks as described at t9 to l1. No complications were reported.